Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that imprecise calcium results were obtained on a patient sample on a dimension exl 200 instrument. The customer indicated that they performed calibrations prior to contacting siemens. The ccc specialist remotely instructed the customer to clean sample drain, reagent 1 (r1) drain and probe tips, wipe the retaining nuts, check alignments of sample probe and r1 probe tips, and run 10-point precision run. After performing the recommended maintenance, the customer reported that the precision in their results improved. Then, customer recalibrated the assay and ran quality control (qc), which recovered acceptably. Siemens further investigated the issue and determined that the issue resolved by performing instrument maintenance and recalibrating the calcium assay. The results were either obtained on 13-jan-2020 or 14-jan-2020; event date was updated with the earlier date for this purpose. The customer did not provide the exact date in which these results were obtained. It is unknown whether the results were obtained for precision testing purposes only and the customer refused to provide more information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Imprecise calcium results were obtained on a patient sample on a dimension exl 200 instrument. The customer performed maintenance on the instrument and re-calibrated the calcium assay before repeating the sample multiple times. The repeat results were lower than the initial results, but it is unknown if any of these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise calcium results.